Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of tech needs help on 8100 bd unit serial # (B)(6). Technical support - tech called in for assist with 8100 bd unit is completely dead, will not power once connect to any 8015 unit, would like to send unit in for repair services under warranty. A review of the device history record for sn (B)(6) was performed from date of manufacture (B)(6) 2019 to present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - tech called in for assist with 8100 bd unit is completely dead, will not power once connect to any 8015 unit, would like to send unit in for repair services under warranty. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
Case #: (B)(4). Case subject: npi 8100 bd unit in for warranty repair. Account name: (B)(6) hospital. Account #: 10034200. Asset name: 8100bd pump modul.e n. America v9.33.0.50. Contact: eric beasley. Patient or user involvement: no. Patient or user harm: no. Tech needs help on 8100 bd unit serial # (B)(6). Case resolution: tech called in for assist with 8100 bd unit is completely dead, will not power once connect to any 8015 unit, would like to send unit in for repair services under warranty.